Event description:
It was reported that multiple episodes of high ventricular rate (hvr) and noise reversions were noted on the right ventricular (rv) lead. The patient presented to the clinic and programming changes were made. Provocative exercises were performed but noise could not be reproduced. There were no adverse health consequences, the patient was stable.